Event description:
It was reported by the customer that a pyxis medstation es system delayed login about a minute in bioid verification when the device was being staged. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5,d1,e1,e3, h6 and h11. E1 - (B)(6) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-sep-2022 to 20-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the login delay was due to an issue with network cables. The technical support specialist dialed into the station and observed that port 808 was open but port 389 was closed. He applied the windows firewall exceptions as per ka and informed the customer to open port 389. The customer changed the network cables and this fixed the issue. The system functioned as intended after the technical support specialist assessed the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user authentication issue was caused by a network failure due to cabling. The customer replaced the network cables to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system delayed login about a minute in bioid verification. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.